Manufacturer narrative:
Patient identifier - requested but not provided. Age & date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was not inserted into the insertion sheath correctly and the angio-seal device was withdrawn and successfully removed. Manual compression was applied to achieve hemostasis. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was not performed. Hemostasis was successfully achieved by manual compression. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The size of the sheath ancillary used was an 6 fr. Blood loss was reported to be less than 250cc. It was reported that there was no health damage to the patient.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.